Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the imaging catheter became caught in a placed stent. The 75% stenosed lesion was located in the severely tortuous and moderately calcified first diagonal artery. The vessel diameter was approximately 2.5-35mm and the lesion length was approximately 50mm diameter. Access was obtained via radial approach and a non-bsc stent was implanted in the first diagonal. While advancing the atlantis sr pro2 to the lesion, resistance was encountered. The imaging catheter was delivered and pullback performed. Upon withdrawal of the imaging catheter, the device became caught on the distal stent. The physician commented that after the stent was implanted, cine and intravascular ultrasound (ivus) were performed and the stent was not dilated fully which could have caused the guide wire exit port of the imaging catheter to get stuck with the stent. A femoral approach was obtained for the treatment to remove the imaging catheter. An attempt to release the imaging catheter by pushing it from the stent was unsuccessful. Then it was unable to advance an unspecified balloon catheter. The inner shaft of the imaging catheter was removed, a non-bsc guide wire was inserted and pushed, which was unsuccessful in releasing the imaging catheter. A 5f non-bsc guide catheter was advanced along the catheter of the device, which was unable to be delivered to the stuck part. A bsc apex 2.5-20 balloon catheter was advanced in another route, balloon inflation performed several times and it was successful in releasing the imaging catheter from the stent. During attempts to remove the device, stent deformation of the implanted stent occurred and poba was performed. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the imaging catheter became caught in a placed stent. The 75% stenosed lesion was located in the severely tortuous and moderately calcified first diagonal artery. The vessel diameter was approximately 2.5-35mm and the lesion length was approximately 50mm diameter. Access was obtained via radial approach and a non-bsc stent was implanted in the first diagonal. While advancing the atlantis sr pro2 to the lesion, resistance was encountered. The imaging catheter was delivered and pullback performed. Upon withdrawal of the imaging catheter, the device became caught on the distal stent. The physician commented that after the stent was implanted, cine and intravascular ultrasound (ivus) were performed and the stent was not dilated fully which could have caused the guide wire exit port of the imaging catheter to get stuck with the stent. A femoral approach was obtained for the treatment to remove the imaging catheter. An attempt to release the imaging catheter by pushing it from the stent was unsuccessful. Then it was unable to advance an unspecified balloon catheter. The inner shaft of the imaging catheter was removed, a non-bsc guide wire was inserted and pushed, which was unsuccessful in releasing the imaging catheter. A 5f non-bsc guide catheter was advanced along the catheter of the device, which was unable to be delivered to the stuck part. A bsc apex 2.5-20 balloon catheter was advanced in another route, balloon inflation performed several times and it was successful in releasing the imaging catheter from the stent. During attempts to remove the device, stent deformation of the implanted stent occurred and poba was performed. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed only the sheath of the imaging catheter and a 0.023 guide wire which was stuck in the distal tip sheath assembly were returned. The sheath assembly appeared to have been cut off and measured 139.2cm long. The measurement of the guide wire outside the sheath assembly was 11.7cm long. Visual inspection of the returned device revealed the guide wire exit port was lifted 1.0mm, kinks were observed in the sheath assembly at 19.1cm and 47.0cm from femoral marker at distal side and 21.5cm at proximal side and wrinkled imaging window approximately 1.5cm long. Image characterization testing could not be performed based on the returned condition of the catheter. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the catheter was trapped and became stuck in the not fully expanded stent during retraction. Per the dfu, ''inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction.'' (B)(4).

Manufacturer narrative:
(B)(4).